Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin pump stopped delivering during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Event description:
It was reported that customer received a power error 25 alarm and was not able to clear with battery change. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.